Manufacturer narrative:
Corrected information for: h1. Additional information for: g4, g7, h2, h6, and h10. An event of unspecified valve degeneration was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On an unknown date, an unknown size/model trifecta valve was implanted in the patient. In (B)(6) 2020, there was degeneration of the valve and intervention is planned. Additional information is unable to be provided.